Event description:
It was reported that the sheath from the camerahead was damaged. According to the customer, the connector that goes into the processor, had a torn rubber casing, which exposed the metal. This was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer reported failure of sheath damage was confirmed. Damage to the cable unit was observed during evaluation. An exact root cause of the reported failure could not be determined. Based on the results of the investigation, it is likely that degradation contributed to the damage to the cable unit/sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.